Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier (B)(6). PMA/510(k) number not available.

Event description:
It was reported that the unknown biomet screw fractured within and could not be removed. The implant was consequently removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The associated dental implant and an unknown biomet screw were returned for investigation. Visual evaluation of the as returned products identified screw fragment stuck inside the implant. The implant was damaged around the collar, likely from the removal process. Also, the implant had bone residue around the external threads and the drive feature. Functional testing could not be performed since the screw fragment was stuck inside the implant. The reported devices were located on tooth #20 for approximately 8 years. Pictures or x-ray images were not provided and no other information was provided. Device history review (DHR) and complaint history reviews could not be performed as the lot number associated with the unknown screw was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complainant reported that the screw fractured inside the implant. The products were returned and the reported event was confirmed following visual evaluation. A definitive root cause for this complaint could not be determined. The following sections have been updated: g4: date received by manufacturer . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H6: evaluation codes.